Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed initially without incident. Two months post procedure the patient developed a severe vaginal infection. A diagnosis of osteomyelitis was suspected. The patient underwent removal of both anchors, sutures, and sling, and antibiotic therapy was instituted. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Osteomyelitis of the symphsis pubis occurs most often as a secondary infection from an adjacent focus (after surgery). It may also result from hematogenous spread from bacteremia. Risk factors such as obesity, diabetes, and immunocompromised patients can further predispose the pubis to infection. "Surgical trauma and impaired vascular circulation can injure the periosteal integrity of the symphsis pubis, and leave the bone susceptible to infection. Any local infection, wound infection or abscess could then secondarily infect the bone. "1 "osteomyelitis of the pubis: complication of a stamey urethropexy," the journal of urology, vol 151 (june 1994), pp 1638-1640.